Manufacturer narrative:
(B)(4). The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cassette was returned to baxter and a device analysis has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No abnormalities were identified during visual inspection. Clear passage and clamp functional testing was performed with no issues noted. The sample was able to run on a homechoice machine with no identifiable problems. Leak testing identified a crack in the cassette. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) cassette, a leak was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA was initiated to address the more frequent occurrence rate of the cassette leak. Should additional relevant information become available, a supplemental report will be submitted.